Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming with error 1660. The batteries had been removed and replaced, causing the pump to power on, but the patient had reported it was alarming with a different series of numbers. The batteries had been removed and replaced again. The pump had powered on but remained on sn (B)(6) with the screen not advancing. The pump had not powered off, and the keypad had not responded. When the batteries had been removed, the pump had alarmed continuously. This had been attempted twice. The patient had been advised that the alarming after the batteries were removed would resolve once the internal battery died. The patient verbalized understanding and was advised to wrap the pump in a towel or blanket until it stopped. She had reported that the tubing had come apart briefly and had replaced it. The clamp near the port had been closed. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.